Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe was cracked, causing blood to leak. As a result, another puncture was required to collect blood for testing. The event occurred during patient use. No adverse event was reported.